Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was functionally tested with a generator and an alert screen was displayed. Upon visual inspection to the mount it was observed that the mount has an indentation from a possible bump with a hard surface; from this indentation a crack propagate along the mount. The instrument was disassembled to inspect the internal components and no anomalies were found. Probable causes of damage on the mount, including breakage, are external contact during pre-op or general use. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the hand piece was not working with normal device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.